Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the superficial femoral artery (sfa). A 7 x 200 x 130 innova¿ was selected for use after another innova¿ was previously deployed in the distal sfa without issues. After 150 cm of the 7 x 200 x 130 innova¿ was deployed, the remaining 50 cm of the stent began to elongate. This caused the stent to go from the proximal sfa up to the common femoral region covering the profunda. The procedure was completed with this stent with no intervention taken to the stent. There were no patient complications and the patient is stable.